Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 57-year-old male was placed on impella cp support. The impella cp became malpositioned after placement. The attempts to reposition the pump were not successful and the pump was explanted. The patient was supported with vasoactives/inotropes until the computed tomography (CT) surgery consult could be completed for impella 5.5 placement.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.